Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer mixed old insulin with new insulin. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose level of 40mg/dl; cause was unknown. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen.